Event description:
Rptr became very ill with attacks of chest, shoulder, arm and neck pain mimicking a heart attack. Also reported chronic painful hard muscles with swelling of muslces in neck, back, chest, arms, back, sides and legs, lumps in arms and under left arm, swollen lymph nodes, chronic recurrent infections, inflammation of joints, rashes, sores in mouth arthritis pain, tendonitis, toe nails dying and falling out, hair loss, chronic indigestion. Rptr has been diagnosed with mixed connective tissue disease, raynaud's disease, and irritable bowel syndrome and cannot work. She has been exposed to silicone for 18 years and polyurethane foam for 6 years and cannot afford to have implants removed.